Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that alarms and settings were programmed into a new pump that were not input by the customer or their health care provider. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
Pump data was reviewed by tandem technical support and found normal and expected quality checks. Customer was notified that the data in the pump is related to those quality checks.